Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touchscreen failure. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Event description:
The customer reported touchscreen failure. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 29 sep 2019. The service engineer (se) inspected the device. The se found the touchscreen was not working. The se replaced the touchscreen to address the reported issue. The touchscreen was calibrated and all tests passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.